Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, an identification and root cause for the reported suggested malfunction(s) could not be established. The event can be detected/prevented by following the instructions for use which state: ·labeling subject event 1: a foreign material in the nozzle, subject event 3: the procedure was cancelled due to clogging of the air/water function the subject events can be detected and prevented by implementing in accordance with the below IFU. It was confirmed that instructions for gif-xp170n and gif-h170 operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the events. Instructions for gif/cf-h170 series reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the events. Subject event 2: the distal cover had a burn. The subject event can be detected and prevented by implementing in accordance with the below IFU. Instructions for gif-xp170n and gif-h170 operation manual chapter 3, ¿preparation and inspection¿ and chapter 4, ¿operation¿ describe how to detect and prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a foreign material in the nozzle and the distal end had a burn. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. An analysis of the foreign object clogging the air and water supply nozzle was found to be protein and cellulose. As neither of these were found to be originating from the endoscope, it is likely to have been caused by the user's handling of the endoscope. Additional investigation of the burn on the plastic distal end cover concluded that this may have occurred when some kind of treatment tool or cleaning brush came into strong contact with the tip cover. Olympus will continue to monitor field performance for this device.